Manufacturer narrative:
A lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately after ten years five months, cavogram demonstrated filter was in suprarenal position. Multiple unsuccessful retrieval attempts were performed. A tiny metallic fragment overlying the right pulmonary artery was present. The filter was removed via the left internal jugular vein and not through an open abdominal procedure. Therefore, the investigation is confirmed for limb detachment, retrieval difficulties and filter migration. However, the investigation is inconclusive for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f vena cava filter allegedly migrated, perforated, and detached. The current patient status is unknown. This information was received from one source. The patient was a (B)(6) year old female who weighed (B)(6).